Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked tank cover. Outdated printed circuit board and power switch. Customer's reported issue was confirmed. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. All alarms went off when triggered. The alarms went off with blinking light emitting diode (led) but there was no sound confirming the customer's complaint. The root cause of the reported issue was determined to have been caused by a faulty speaker on the printed circuit board. Actions taken to mitigate the reported: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Additional information provided d4, d10, g4, g5 g7, h2, h3, h6.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical fluid warmer was alarming without sound. There were no reported adverse events.